Manufacturer narrative:
A ge service rep performed an onsite investigation. The tracking was adjusted. The system was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system's milliamps were out of range on the weekly testing and that the tracking needed to be adjusted. No pt injury was reported.